Event description:
The pt reported being injected with radiesse, lot 100065159 on (B)(6) 2014, into nasolabial folds and cheeks. She stated she felt the injections burning her during her treatment but only on the right side of face. She had that same feeling for a couple of days post injection along with pain on right side of face. She was prescribed keflex prophylactically by dr (B)(6). A day later,(B)(6) 2014, dr sent blister smear for culture. A diagnosis of cellulitis was made. The pt states that she has a history of hsv and did take one 500 mg tablet on (B)(6) 2014 but did not continue to take prophylaxis. On (B)(6) 2014, bactrim ds 800-16.0mg, 1 tablet 2x daily for 10 days, ibuprofen 88mg, 1 tablet every 8 hrs as needed for 10 days and hydrocodone-acetaminophen 10-325mg 1 tablet every 6 hrs as needed for 7 days were started. On (B)(6) 2014, dr (B)(6) spoke with the pt and there was no improvement on bactrim. The pt stated that her symptoms feel like "a cold sore out of control." Dr (B)(6) told the pt that she could be treated as a possible herpes infection. Prescription was started for valtrex 1gm tid x 7 days.

Manufacturer narrative:
On (B)(6) 2014 the pt stated that it is on her nlf, nose and cheeks. Three fourth of the problem is on the right side. (B)(6) stated that she has been on valtrex over one week. It was started at 1000 mg and now she takes 500 mg twice a day. She is also on a generic of bactrim: sulfamethoxazole-tmp. She takes 1 tablet 2x/day for 20 days. The pt stated that she has an appointment for (B)(6) 2014. No further info was received. The device history record for the reported radiesse lot number was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.